Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found that the stent was damaged to the first two proximal rows of stent struts, the first row of stent struts were lifted, distorted and pulled distally over the second row stent struts causing them to be damaged. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several slight kinking on the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-oct-2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. Following pre-dilatation with a 2.0 x 20mm emerge balloon catheter, a 28 x 2.25 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. After the third attempt, the device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damaged.